Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: the pump was powered on and a vertical line was observed through the display. During testing, a test display was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter alleged that there is a line down the center of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.